Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead was placed successfully, but when removing the catheters the lead pulled back from its original position. The dislodgement caused a change in pacing thresholds. The physician decided to reposition the lead after the lead was initially sutured down. When attempting to reposition the lead, the physician was concerned that he may have nicked the insulation when going to cut the tie-down suture. The lead was removed, not implanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.